Manufacturer narrative:
Device evaluated by MFR: the returned device matches the upn and lot number provided by the customer. Visual inspection revealed there are two slivers of what appears to be the white plastic ring around me 2 extending beyond the me. Both slivers are securely attached to the me. Electrical testing revealed no electrical opens or shorts. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based off analysis completed on 09/25/2017 it was reported that electrical noise occurred. A intellatip mifi¿ xp temperature ablation catheter was selected for a atrial flutter ablation procedure. However during the procedure electrical noise was noted on mini electrode one. The procedure was completed by changing to another intellatip mifi which resolved the issue. There were no patient complication reported. However analysis of the device revealed slivers of white plastic around magnetic electrode(me) 2.